Event description:
Boston scientific received information that during a routine follow-up all measurements appeared normal except for one high out of range pacing impedance measurement. Additionally, while testing the threshold measurements, noise was visible on the electrogram (egm) and there was no capture. X-ray was performed, with no visible anomalies. The patient was not pacemaker dependent. A lead revision will be performed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A lead revision will be performed. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Attempts for additional information were not successful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.